Event description:
Event description guidant received information that this pacemaker, which was an abdominal implant had minute ventilation (mv) turned on. The field representative believed that this abdominal implant was causing high rate pacing. It was also reported that the patient had a loss of capture in the ventricle and oversensing in the atrium.